Manufacturer narrative:
Alarm happened twice, there is no blood in the helium tubing. Esp personnel explained the alarm, potential reasons such as kinks, peep level, location, and patient movement.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.